Event description:
An invance sling was implanted on (B)(6) 2005. It was reported that the patient was undergoing removal of the sling. He had an ongoing "sinus tract" infection which eventually involved the sling causing one of the bone screws to pull out. On (B)(6) 2011, the mesh and 2 screws were removed. There was no tissue integration of the mesh at the time of removal.

Manufacturer narrative:
Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.